Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-07424- device 4 of 5. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered five infusion set cannulas were kinked within 3 or more hours after insertion which led to high blood glucose level of 300-458mg/dl. The insertion site was at abdomen. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The issue got resolved by changing supplies as necessary and resumed insulin therapy. The infusion set in use for 10 min - 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.